Event description:
(B)(4) study. Same case as MFR report #: 2134265-2010-03638. It was reported that the same day of a carotid artery stenting treatment procedure, the patient experienced numbness in the right hand. The index procedure treated the 80% stenosed, 6x15mm target lesion located in the left ostium internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. On the same day as the procedure, the patient experienced numbness of the right thumb and two fingers. No action was taken to treat the event and the event resolved the same day with no residual effect. The patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)